Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were identified through this evaluation. The retrieved controller event and periodic log files captured transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump operated as intended. The pump was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, describes the pump flow display and the hazard alarms. This IFU lists adverse events associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook describes the actions to take in the event of an alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12feb2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-14468. It was reported that the patient woke up in the driver seat of their car after drinking heavily and blacking out. Upon waking, they found that the driveline had been removed from the controller and the power leads were severed from the batteries. A plan was made to amplazter the outflow graft and clip the driveline. Additional information revealed that the patient's pump was decommissioned, their outflow graft was plugged, and their driveline cute and removed. The log files could not be provided because of the white power lead damage. Of note, the patient's ejection fraction (ef) was 55% and stable.